Event description:
It was reported that the patient had experienced errant shocks and presented to the operating room for a device change-out for normal eri. The lead was found to have externalized conductors. The electrical function of the lead was tested and anomalies were found. The lead was explanted. During the surgery, one lead had completely broken off. The surgery lasted for six hours, and the patient stayed in the hospital for three days. The patient is in good condition but had shoulder pain after the surgery.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead was returned in two segments. External insulation abrasions were noted at 14.0-14.3cm and 31.9-32.1cm from the distal tip, consistent with lead friction to another device or feature of the heart. Externalized conductors due to internal insulation abrasion were noted at 9.2-12.1cm from the distal tip. The etfe coating was intact at these locations.